Manufacturer narrative:
(B) (4) (anterior vitrectomy) - (B) (4). Evaluation results: visual inspection of the returned product showed the lens was split in half and a haptic was bent. There was a clear surgical residue on the lens. (B) (4)

Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the lens tore on insertion. The lens was removed without enlarging the incision, and an anterior vitrectomy was performed. No sutures.